Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing threshold measurements. Microdislodgement was suspected. It was also reported that the patient had an infection, so the entire pacing system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted products are not intended to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.